Event description:
Customer reported poor image quality and keyboard keys are sticking. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the keyboard and reloaded the calibration files. System operates as intended.